Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor had low output, causing the unit to have low o2 and a yellow light, which confirmed the original complaint issue. The complaint issue of no alarm was not confirmed in the evaluation which changed this complaint to a non-reportable complaint.

Event description:
Dealer advised during testing found low o2 with yellow light with no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised during testing found low o2 with yellow light with no alarm.